Event description:
It was initially reported that the device had its service indicator illuminated and had logged multiple service codes. When physio-control first evaluated the device, it was observed that the device would not charge its defibrillation energy past 50 joules. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.